Event description:
It was reported that the hvli could not be run on a patient's device shortly after implant. Occasional pvc was noted. Programming changes were made and resolved the issue. No patient symptoms reported.